Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a bending habit near the tip of the insertion part. As a result of checking the protrusion and retracting of the needle tube, there was no problem. When the ultrasonic reflection part at the tip of the needle tube was checked, there were no scratches or deformations. When we checked the ultrasound image by combining our scope (bf-uc260f) and suction biopsy needle, we could see the needle tube without any problem. There were no other abnormalities that could lead to the event pointed out. The manufacturing record was reviewed and found no irregularities. Since the event(invisible needle)pointed out was not reproduced and there was no abnormality in the actual product that led to the event pointed out, the cause of the occurrence could not be identified. As a guess, the needle tube deviated outside the scope's ultrasound image range for some reason, so it was not visible in the ultrasound image. Regarding needle bending, it is presumed that the needle was bent by inserting and removing the needle while the insertion part of the endoscope was tightly bent, but the cause could not be identified. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endobronchial ultrasound-guided transbronchial needle aspiration(ebus-tbna) using the subject device, the following event occurred. The needle of the device was projected and punctured while checking the sheath of the needle on the echo image, but the needle was not visible within the echo image. The customer repeated it several times, but the needle was not visible, so felt something was wrong, and once retracted the needle into the sheath and removed the device from the patient. When the customer checked the needle, it was bent in a u shape. The customer straightened the bent needle tip and tried to puncture with the same device again, but could not puncture. The customer retracted the needle into the sheath and removed the device from the patient. When the customer checked the needle, the tip was bent. The intended procedure was completed with another device. There was no patient injury reported.